Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k)- k923607 and k926214 the actual device was returned for evaluation. Visual inspection revealed the actual sample had been fractured at the distal end. The total length of the actual device was confirmed to be approximately 1420mm measured. Total length of the normal product of this product code is specified to be approximately 1500mm. It was found that a portion approximately 80mm in length was missing from the actual device. Magnifying and electron microscopic inspections of the fracture end revealed that the urethane outer layer had become thinner toward the fracture end. The edge of the fractured urethane outer was in the configuration implying the urethane outer layer had been ripped off. There was not any anomaly that could have been a trigger of the generation of the fracture, such as scratches, around the fracture end. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. The urethane outer layer was removed/ dissolved for better inspection of the core wire. Electron microscopic inspection of the core wire revealed it had been bent toward the end with the surface of the fracture cross-section being in the rough state. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. Reproductive testing was performed on the involved product code. The sample was subjected to a pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual device. The sample was subjected to repetitive 90-degree bending forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state was found to be different from that of the actual device. A product sample was subjected to repetitive one-way torque forces in the state of being curved till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. The state was found to be different from that of the actual device. The sample was subjected to a horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state was found to be different from that of the actual device. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the catheter or damage to the vessel. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation, it is likely that the distal segment of the actual device was trapped due to some factor(s); in that state the actual device was pushed forward and this caused the distal segment to get bent; subsequent rotating manipulation led the bend to form into a loop shape; or in that state the actual device was subjected to a pulling force, resulting in the fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported that during a catheter ablation treatment, the actual radifocus guidewire m got fractured. The procedure outcome was reported to be unknown. The fractured section of the guidewire was retrieved with a snare.there was some harm to the patient.